Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2010, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall at work and it was thought it knocked the lead component loose/off. The reporter stated that the device was a ¿type 1 apparently¿. No further information was provided for confidentially reasons. There were no further complications reported or anticipated.